Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in the port of four (4) exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between january 11, 2023 ¿ january 12, 2023. H11: four (4) actual devices were received for evaluation. A visual inspection along with magnification was performed, and small white foreign matters embedded in the fill port tube tubing were observed. No particulate matter was found in the actual fluid pathway. The reported condition was verified. The cause of the condition could not be determined; however, a possible cause is likely due to variations in the manufacturing process of the actual fill port tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.